Event description:
A malfunction alarm was reported, specifically alarm 20, while the customer was using the pump during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by recommending the use of mdi as a backup therapy and arranged for a replacement pump to be sent. They also instructed the customer on how to prepare the pump for return and confirmed the shipping details. Despite attempts to reload the cartridge, the issue persisted, leading to the decision to replace the device.